Event description:
It was reported that oversensing of noise on the ventricular channel was observed. The noise was reproduced by lead provocations. Lead issue was suspected. Isometric testing was recommended to rule out connection issues. No adverse consequences were reported.